Event description:
The complaint is reported as: "at the time of viewing the x-ray, an artifact was observed in the image, after medica evaluation it was found that the artifact was the guide wire of the catheter." It was reported an endovascular procedure was performed to remove the wire. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for analysis. Signs of use in the form of biological material was observed inside the catheter. The guide wire was not returned for analysis. Visual analysis of the guide wire could not be performed as it was not returned for analysis. A lab inventory guide wire with a diameter of .032" was inserted through the returned catheter. Little to no resistance was observed as the guide wire was able to pass completely though the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated guide wire could not be confirmed through complaint investigation. Visual/dimensional/functional analysis could not be performed as the guide wire was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "at the time of viewing the x-ray, an artifact was observed in the image, after medical evaluation it was found that the artifact was the guide wire of the catheter." It was reported an endovascular procedure was performed to remove the wire. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).